Event description:
Device issue: unknown. Adverse event: diminished pulse in leg. Onset of adverse event: post vessel closure. It was reported that a physician trained in the use of the perclose at device achieved arteriotomy closure of a <5 mm common femoral artery after an unspecified procedure. Reportedly, after arteriotomy closure, the patient experienced a "cold foot"; diminished pulse. The type of treatment was not reported. It was felt that the diminished pulse was due to the size of the common femoral artery. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.